Manufacturer narrative:
The initial complaint was closed due to lack of info and sample. The complaint was re-opened based on discovery of the device sample at the mfg site and additional info received. Eval: method: other - device history review and functional testing. Results: other - device history review showed no issues. Functional testing showed the device worked properly, therefore, the failure mode is not confirmed. Conclusion: other -root cause possible customer misuse.

Event description:
The event is reported as: stapler jammed during use. No injuries reported.